Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery test and unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer report that insulin pump receives battery failed alarm because they putting an old battery. The customer did receive a low battery alert prior to the failed battery test alarm. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.